Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed lower than the targeted position which resulted in moderate paravalvular leak and aortic regurgitation. Subsequently, another valve was successfully placed valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).